Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited an alarm and would not turn off. The device had a flickering screen. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Disregard fracture problem.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the right plunger case was cracked, the bottom case had seal damage, and the top case was cracked. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by user interface. The root cause was determined to be caused by an incomplete upload process from base to head by customer. The right plunger case, along with all the plastic parts of the plunger head, the bottom case, and the top case were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. G.1 email address: (B)(4).